Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On 25 april 2022, senseonics was made aware of an adverse event where the physician was unable to remove the sensor from the users arm.

Manufacturer narrative:
Per case notes. Doctor made two unsuccessful attempts to remove the sensor. The sensor was placed off-label. And an ultrasound was used to locate the sensor. And was successfully removed on (B)(6) 2022. No further investigation was found necessary.